Manufacturer narrative:
Philips service replaced the bearing block x and calibrated the flexmove current. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexmove x/y axis motor current margin exceeded due to a bearing block issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.